Event description:
The customer initially reported that the wire at the location where the shaft meets the jaw was frayed. There was no patient injury. The incident device was returned and a visual inspection revealed that the jaw wire was bare.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the gray insulation has been scraped off of the wire, leaving one wire bare. The wire may have contacted a sharp edge of a...